Event description:
A malfunction alarm was reported, with code malf 16, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on returning the pump using a pre-paid label within ten days. The customer understood these instructions and acknowledged them.